Event description:
It was reported that the device had no output or telemetry and no magnet rate when checked at followup. The patient had adequate intrinsic rate during this time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: 0176279392 analysis determined that the bond wires were lifted. Specific movements of the patient could have caused a disconnection of both ends of the wirebonds. This causes an interruption of the battery supply voltage that results in a pacemaker reset or no output.